Event description:
This patient suffers from severe ncs and would past out from time to time. In 2013 this pacemaker was implanted which prevented the patient from passing out for a year. In (B)(6) 2014 the patient began passing out again, the physician monitor the patient and notice the device never paced the patient anywhere near max cls rates. Physician decided to replace the one with another pacemaker because he felt the old device was not functioning properly. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step. The pacemaker was interrogated and the pacemaker's memory content was analyzed showing no anomalies. The battery status was found to be 90%.during further analysis the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Furthermore, the data returned for investigation were inspected revealing no anomalies. In particular the impedance values in both channels remained stable around 500 ohm and the iegms did not show any peculiarity. In summary, the device operated as specified and proved to be fully functional during analysis. No anomalies were noted which might have led to the reported clinical event. There is no sign of a material or manufacturing problem.